Manufacturer narrative:
(B)(4). This lot was manufactured january 21, 2014 to january 22, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal luer of a large volume infusor separated from the device. This occurred as the device was being attached to the patient. The device was filled with flucloxacillin. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.